Event description:
It was reported that the right ventricular (rv) lead experienced episodes of noise oversensing. It was noted that the patient has an old abandoned lead implanted that may be interacting with the rv lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was further reported that the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The analyst noted that there was an episode of non-sustained ventricular tachycardia (vt) recorded on 2014 (B)(6) with apparent noise on the electrogram.